Manufacturer narrative:
Approximate age of device - the centrimag primary console is not a single use device. The approximate age of the device will be provided in the supplemental report when the manufacturer's investigation is completed. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was being supported by an extracorporeal circulatory support pump or acute biventricular extracorporeal circulatory support. It was reported that the customer received a call the lead perfusionist stating that he had a centrimag and 2 motors that he wanted to send in for evaluation as they had failed over the weekend. No additional information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a console and motor issue was confirmed through the analysis of a data log file retrieved from a 2nd gen primary console associated with this event (serial number (B)(6), evaluated under (B)(4). Per the retrieved log file, the console was supporting a system at a speed of approximately 4400rpm and a flow of approximately 5.8lpm for over 35 hours. However, at approximately 2:47pm on (B)(6) 2018 the log file captured an active system alert:s3 (caused by an active sf_ifd_shutdown_detected fault), a drop in pump speed to approximately 3300rpm, and the flow reading became blank showing 0lpm in the log file (the console would have been showing "--.--). Soon after the console alarmed with an active set pump speed not reached:m5 alarm. Attempts to adjust speed were initially unsuccessful and the flow reading remained at 0lpm until the system was powered down. At approximately 2:50pm the motor was captured as disconnected and the system was no longer supporting a pump. The console was powered down approximately 3 minutes later. Reports of similar events have been documented and corrective action (CAPA) has been initiated to investigate the issue. The investigation has determined that this event was caused by a motor related issue. Final disposition of the motors will be determined by the CAPA. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device returned for analysis. The complaint investigation determined the reported event was the result of a software design related issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.